Event description:
Three devices (part number: mcen54i, mcen54p, mcen54g) were returned to mxi service and repair.

Manufacturer narrative:
Device two: mcen54p (lot number: 201202mf2) mfg date: february 2012. Device three: mcen54g (lot number: 20102mf1) mfg date: february 2012. The device (mcen541) was evaluated and indicated that electrode pins extremely twisted and coating was damaged. Probably the result of excessive force during use. Mcen54p and mcen54g were evaluated and no problem observed. Instrument were compliant with mfg specs. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).